Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 502 mg/dl at the time of incident. Customer treated their blood glucose with the insulin pump. It was also found the customer was feeling thirsty and frequently urinating due to their high blood glucose. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. Customer was unable to check for bent cannulas at the time of the call. The customer's blood glucose was 438 mg/dl at the end of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.